Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed, no components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a procedure, when bringing the passive planar probe into the field the navigation system recognized the instrument as a patient tracker and would bring up the calibration prompt. The site claimed this occurred with both the passive planar probe and the scope probe. The site also stated that the issue was also occurring on multiple navigation systems at this account. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Software analysis was conducted and stated that the issue was not related to the software, but was related to the instrument. No failures found. If information is provided in the future, a supplemental report will be issued.